Manufacturer narrative:
Pump passed the displacement test. Unit received motor error alarm during basic occlusion test due to loose/flush drive support disk. Unable to perform the error test, unable to verify alarms, prime/fill anomaly or perform prime test due to motor error alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Unable to verify alarm in the alarm history due to history file overwritten with alarms. Alarms due to a corrupted history file. Pump received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer states insulin is squirting out during the manual prime process. Customer states they are unable to exit the preparing to prime loop. The customer's blood glucose level was 120 mg/dl at the time of the incident. The customer stated that the drive support cap was flush. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.